Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has auto fill failure. Customer was not able to resume therapy until we switched out. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Inspected unit logs and verified autofill faults. Inspected components and performed various leak tests. Unit repeatedly failing pneumatic leak test, and drive manifold vacuum test. Replaced safety disk but tests failed again. Isolated failure to k10 valve on pneumatic interface module. Installed new pim and ran follow-up testing. All manifold tests passed several times without issue. Performed full calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use on a patient, while transporting the patient to hospital, the cardiosave intra-aortic balloon pump (iabp) unit has auto fill failure. Customer was not able to resume therapy until we switched out. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a